Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09038 / 09039).

Manufacturer narrative:
The returned components were evaluated and found to have been manufactured within specifications. Visual examination revealed excessive wear. It was believed the initial procedure left the humeral and glenoid components misaligned causing a dislocation issue and improper product wear. Without data on the initial procedure this is the observation from the surgeon doing the revision only.

Event description:
It was reported patient underwent a right comprehensive reverse total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation.